Event description:
The customer reported that the rhino-laryngo videoscope was reprocessed incorrectly . The customer was not using the leak test, was not fully submerging the scope and an unapproved cleaning agent was used . There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. The event can be prevented by following the relevant chapters from the reprocessing manual. Chapter 2 function and inspection of the accessory for reprocessing. Chapter 3 compatible reprocessing methods and chemical agents. Chapter 4 reprocessing workflow for the endoscope and accessories. Chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
In addition to the errors noted in the initial report, several additional reprocessing errors were observed. During pre-cleaning, the customer re-used a single-use cleaning brush and the insertion tube was wiped with high level disinfectant instead of water. During presoaking, only the insertion tube was soaked instead of entire scope, and the scope was not rinsed. During reprocessing, the rinse water from previous step was used again.